Manufacturer narrative:
This supplemental report was created to capture updates on h1:type of reportable event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 1 year battery life remaining 2 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting abnormally. The cause of the high power is not apparent. There are no faults, and the lead diagnostic data appears to be normal. Technical services (ts) consultant recommended replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h1:type of reportable event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported gate oxide breakdown in the pace switch portion of the mixed mode integrated circuit component.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 1 year battery life remaining 2 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting abnormally. The cause of the high power is not apparent. There are no faults, and the lead diagnostic data appears to be normal. Technical services (ts) consultant recommended replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 1 year battery life remaining 2 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting abnormally. The cause of the high power is not apparent. There are no faults, and the lead diagnostic data appears to be normal. Technical services (ts) consultant recommended replacement. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had 1 year battery life remaining 2 months post implant. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting abnormally. The cause of the high power is not apparent. There are no faults, and the lead diagnostic data appears to be normal. Technical services (ts) consultant recommended replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.